Event description:
Customer reports eight incidents of blood leaks with the CT-190g dialyzer occurring since 12/02. It was reported that one incident occurred in december, one incident occurred in january and five incidents occurred in february. Reuse numbers and lot numbers are unknown. No samples available. No signficant blood loss was noted. Treatments were discontinued and resumed with new disposables and completed without incident. Customer reports that there was no patient injury or medical intervention associated with these incidents.